Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the associated device was returned and evaluated. A visual inspection of the jrny ii cr fem ox np lt sz 6 revealed one cleaned femoral lug is missing. The device has adhesive on the interior leftover from use. This inspection was conducted by the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However, a review made by the quality engineering team revealed that it is possible that the operator did not install the lug on the part. This is an isolated event. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Factors that could contribute to the reported event include, mishandling and/or manufacturing process errors. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka surgery, one of the lugs of the jrny ii cr fem ox np lt sz 6 was noticed to be missing. The procedure was performed, after a significant delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.